Event description:
Consumer alleges his wife set up the humidifier and 30-45 mins later, it was smoking and damaged the carpet. When his wife picked up the product to put it in the bathtub, she burned her hand. She did not seek medical attention.